Event description:
Procedure was performed in the sfa. During deployment, the stent "unraveled" in mid deployment; there was no resistance during deployment. An additional stent was placed with good results.